Manufacturer narrative:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 17-may-2019. The most recent information was received on 22-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('hemorrhage with clots'), blindness ('loss of vision') and deafness ('loss of hearing') in an adult female patient who had essure (batch no. 948837) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), blindness (seriousness criterion medically significant), deafness (seriousness criterion medically significant), fatigue ("chronic fatigue"), arthralgia ("joint pain"), back pain ("lumbar pain"), myalgia ("muscular pain"), headache ("headaches"), neck pain ("neck pain") and depression ("depression"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, blindness, deafness, fatigue, arthralgia, back pain, myalgia, headache, neck pain and depression outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, blindness, deafness, depression, fatigue, genital haemorrhage, headache, myalgia and neck pain with essure. The reporter commented: she had difficulties to work somedays. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-may-2019 quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 17-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("hemorrhage with clots"), blindness ("loss of vision") and deafness ("loss of hearing") in an adult female patient who had essure (batch no. 948837) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), blindness (seriousness criterion medically significant), deafness (seriousness criterion medically significant), fatigue ("chronic fatigue"), arthralgia ("joint pain"), back pain ("lumbar pain"), myalgia ("muscular pain"), headache ("headaches"), neck pain ("neck pain") and depression ("depression"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, blindness, deafness, fatigue, arthralgia, back pain, myalgia, headache, neck pain and depression outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, blindness, deafness, depression, fatigue, genital haemorrhage, headache, myalgia and neck pain with essure. The reporter commented: she had difficulties to work somedays. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.